Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code, investigation findings, type of investigation).

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that during use, cardiosave intra aortic balloon pump (iabp) had unexpected power failure. No harm or injury reported.

Event description:
It was reported through a direct call from the customer to the emergency support program that during use, cardiosave intra aortic balloon pump (iabp) had unexpectedly turned off and made a high pitch sound. The team rebooted the pump, and it was working appropriately but she was inquiring about what to do next. They exchanged the pump successfully. Had her label the original pump with ¿unexpected power failure, biomed to service.¿ cvicu np was appreciative of the support and denied any additional needs. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5 a getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the complaint was received through a direct call from the customer to the emergency support program and no repair information was provided.